Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on (B)(4) 2018. It was reported that the hcp had no more information about the implant date. It was noted that the pump was returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000.0 mcg/ml] at a dose of 360.2 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the pump logs showed code "2b (pump restart, low battery)." The pump logs were included with the report and showed the pump status was pump is safe state and reset occurred. The first low battery reset occurred in the logs on (B)(6) 2018 at 11:00. It was noted the elective replacement indicator (eri) was less than one month. The implant date was reported to be in (B)(6) 2010 (however please note that this is conflicting with the pump life, which still had an estimated eri of less than a month as of (B)(6) 2017). The pump was included in the population of devices containing a battery manufactured between (B)(6) 2005 and (B)(6) 2010. No diagnostics or troubleshooting was performed (note this is conflicting with the report of the pump logs). The pump was programmed to minimal rate, patient was given oral medications, and replacement was scheduled. At the time of the report the patient status was "alive - no injury" and the issue was not resolved. The patient gender, medical history, weight, and age was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was replaced.